Manufacturer narrative:
(B)(4). A sample was not returned for evaluation. The device history records were reviewed for the reported lot number m5096t507, and records indicate product met manufacturing procedures and was accepted by quality assurance inspectors. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). A field action was initiated on 07/29/2015 (product advisory notice was sent to all potentially impacted customers). Device not returned.

Event description:
It was reported that the respiratory therapist noticed a loss of volume. Additional information was received on 07/29/2015 reported that, the actual incident was a leak in the system. It is unknown the current condition of the patient; however, no medical interventions were performed and there was no patient injury. The catheter was replaced with a new one and there were no further issues.